Event description:
The customer reported the passport 2 monitor had an abrupt shut down. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included a replacement of the main cpu board and power switch. The unit was tested to factory's specs. It functioned normally and was returned to use.